Event description:
Pca machine malfunctioned. Pt rec'd increased dose of morphine. Machine set for continuous dosing at 10mg/hr. Pt rec'd 50mg/hr of high dose morphine. Pca removed from inventory when incident discovered.